Manufacturer narrative:
This follow-up report is being filed to relay correct initial procedure date and product identification, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, an acute fractured was noted. There has been no reported revision procedure to date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on unknown date. Subsequently, patient was revised on the right side on (B)(6) 2008 due to an acute fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.